Event description:
It was reported that pump had damaged and loose charging port that frequently failed to connect causing concern and disrupting normal activities for charging. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting at that time and stated intention to call back when patient was home with pump, and pump warranty status indicated pump could not be repaired or replaced.